Manufacturer narrative:
Date of event and patient's weight is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Imaging revealed migration of two leads. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein both leads were explanted and replaced to address the issue. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.